Manufacturer narrative:
Device passed the displacement test. Device received with broken battery tube threads and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to theevent as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken pieces on the threads of the reservoir and battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.